Event description:
The complainant has reported that a male pt (age unk) underwent a therapeutic procedure to place a wallflex duodenal endoprosthesis in 2005. In 2006, the pt was hospitalized due to pain. Endoscopic evaluation noted that the wallflex duodenal device was not intact. The wires of the stent appeared to be unraveling. Another stent was implanted within the wallflex stent to resolve the issue. The pt condition is reported as 'ok.' This device is not currently marketed or approved for sale within the united states. Bsc's similar product marketed in the u.s. Is the wallstent enteral endoprosthesis.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event.